Event description:
The pt reported that they used suspect device to check their blood glucose and they obtained a result of 531 mg/dl. Pt felt fine, but went to the hosp to get double-checked. A fingerstick was performed at the hosp and the result was around 200mg/dl. Pt was treated at the hosp with IV and insulin. Pt was also admitted for low potassium and calcium levels. Glucose control solutions were not used on the system. The suspect device was replaced with a new product and authorized for return to the MFR for eval.